Event description:
Information received by medtronic indicated that insulin pump was not working and showed mdt logo. The insulin pump was not working, only shows mdt logo storage mode did not work. The insulin pump had water inside the battery compartment. The customer was sitting at home when the insulin pump started to alarm. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged frozen medtronic logo and exposure to moisture found on (B)(6) 2022. Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement test and self test. Insulin pump failed sleep current measurement test. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, and in corroded battery tube. Successfully utilized thus to download history files and traces. No unexpected errors or alarms found in history. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay. Frozen medtronic logo unknown. Failed sleep current measurement test due to corroded battery tube. Insulin pump exposed to moisture confirmed at electrical board 1, electrical board 2, and in corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.